Event description:
Related manufacturer reference number: 2017865-2022-01937. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the atrial lead and right ventricular lead exhibited noise. No changes or interventions were performed; the leads will continue to be monitored. The asymptomatic patient was in stable condition.